Manufacturer narrative:
An outer box was returned with an outer vial and patient chart label from pd-tsv4b11 rev. C. Visual inspection of the as received product identified that the inner vial along with the implant were missing. The outer box did not identify any damage or malfunction and the labels appeared to be in proper condition. The complaint does not allege a failure that can be functionally tested. No additional testing was performed. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: zimmer dental: instructions for use for tapered screw-vent, advent and trabecular metal implants (4869 rev 7 ¿ 01/16) information identified: product packaging: all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. The complainant indicated that ¿during surgery of (B)(6) 2017, he opened the blister and noticed that it was empty¿. The complaint could not be verified, as all operations and inspections were executed as per applicable procedure and the exact details of the device condition when received by the customer are unknown. The root cause for the reported event could not be determined. UDI:(B)(4).

Manufacturer narrative:
(B)(6). Empty blister was received.

Event description:
The doctor indicated that during a surgical procedure to place an implant he opened the blister and noticed that it was empty. The doctor placed another implant of a different size during the same surgery.